Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that the patient had difficulty recharging. The patient was not getting coupling. The patient was able to communicate with another external device. The patient programmer showed low implantable neurostimulator (ins) battery. The antenna locate (al) feature was attempted followed by a recharge session but did not resolve the issue. The patient reported 56-60 and 68 when charge initiated, the patient had zero coupling boxes. The recharger antenna was damaged. The patient noted that the ins seemed tilted in the pocket. There were no patient symptoms reported. The patient was sent a new antenna but the patient was still having coupling problems. The patient saw the poor coupling screen. The patient noted that the ins was to the side of the scar, not below. The patient could communication but there was no coupling. The patient was able to recharge last week to about 3/4 full. The al was attempted again followed by a recharge session but did not resolve the issue. The patient was able to get to about 70 but still no coupling boxes. If additional information is received, a follow-up report will be sent.